Manufacturer narrative:
(B)(4) device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Material analysis concluded that the secure fit advanced tapered 2 for 1 reamer broke due to a bending overload condition. No material or manufacturing defects were observed on the fracture surfaces examined. The reported event was confirmed. Examination from material analysis stated that the secure fit advanced tapered 2 for 1 reamer broke due to a bending overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the reamer broke during surgery.

Event description:
It was reported that the reamer broke during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.